Event description:
Family member said that patient felt ill and family member checked patient's blood glucose using the suspect device. A result of 164mg/dl was obtained. Family member then called the paramedics. When the paramedics checked their glucose the result was 30mg/dl. Pt was treated with an IV and given oxygen. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.